Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed a "high temperature" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 7:30pm on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and it is not known if the patient made any adjustments to their medication dose due to alleged product issue. "2-3 hours" after the product issue began, the patient stated that they experienced symptoms of "very thirsty, dry skin and itchy". The cca noted that the patient self-treated these symptoms by taking an additional 9.5 units of novalog insulin at 8:03pm the same evening. The patient also measured their blood glucose on another, unspecified, device at this time but could not provide the result which was obtained on this device. At the time of troubleshooting the cca noted that the patient was not using the product for the first time, and the issue was able to be resolved with training. The products were still replaced and requested back for evaluation. Although this complaint was resolved at the time of troubleshooting, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.